Event description:
At 1820 noticed blood in extension tubing on balloon catheter. Pump stopped and discontinued. Physician notified. 1835 physician at bedside and balloon catheter removed without complications.